Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was received for evaluation and no anomalies were found. Performance data was also received and was analyzed. No anomalies were found.

Event description:
It was reported that the patient went to the emergency room due to the device toning. It was verified that there was no magnet in the vicinity, and it was not possible to determine the cause of the tones. While being interrogated, the 'stay suspended' screen kept appearing and disappearing on the programmer. The device was explanted and replaced. It was later reported by the patient that the patient woke up from surgery coughing violently from severe acid reflux and pharmacological treatment was provided. The patient reported receiving epinephrine which caused her heart rate to increase to over 190 beats per minute. The patient alerted the treating pulmonologist that the device should have gone off but did not. A kink in the IV was straightened and the drugs were delivered simultaneously. The patient was admitted to the intensive care unit and was later released. No patient complications were reported for this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) has been submitted involving this patient. Evaluation summary: (B)(4) the actual device was received for evaluation and no anomalies were found. Performance data was also received and was analyzed. No anomalies were found.

Event description:
It was reported that the patient went to the emergency room due to the device toning. It was verified that there was no magnet in the vicinity, and it was not possible to determine the cause of the tones. While being interrogated, the 'stay suspended' screen kept appearing and disappearing on the programmer. The device was explanted and replaced. No patient complications have been reported as the result of this event.